Event description:
Proactif clinical study: it was reported that this patient was hospitalized due symptoms of necrosis. On (B)(6) 2023, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. The type of therasphere infusion was selective, and the catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii) and 5.326 gbq of therasphere was administered to the selective liver through vial 1. Post-treatment dosimetry documented an uptake of the delivered dose to perfused liver was 172 gy, and uptake of the delivered dose to perfused tumor was 189 gy. On the same day post-index procedure, the subject developed fever, and then once home experienced chills and pain in the right side. On (B)(6) 2023, the subject was hospitalized for further treatment and evaluation due to fever related to hepatic necrosis post-radioembolization. A CT scan revealed absence of infection; however, the scan results did reveal the presence of air bubbles within the lesions indicative of necrosis. The subject was treated with corticosteroids and antibiotic therapy. On (B)(6) 2023, the blood culture results were negative, and subject was noted to be afebrile. On (B)(6) 2023, the subject was discharged from the hospital.

Manufacturer narrative:
D3, g1 MFR site zip/post code: gu9 8ql.

Manufacturer narrative:
D3, g1 MFR site zip/post code: (B)(6).

Event description:
Proactif clinical study: it was reported that this patient was hospitalized due symptoms of necrosis. On (B)(6) 2023, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. The type of therasphere infusion was selective, and the catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii) and 5.326 gbq of therasphere was administered to the selective liver through vial 1. Post-treatment dosimetry documented an uptake of the delivered dose to perfused liver was 172 gy, and uptake of the delivered dose to perfused tumor was 189 gy. On the same day post-index procedure, the subject developed fever, and then once home experienced chills and pain in the right side. On (B)(6) 2023, the subject was hospitalized for further treatment and evaluation due to fever related to hepatic necrosis post-radioembolization. A CT scan revealed absence of infection; however, the scan results did reveal the presence of air bubbles within the lesions indicative of necrosis. The subject was treated with corticosteroids and antibiotic therapy. On (B)(6) 2023, the blood culture results were negative, and subject was noted to be afebrile. On (B)(6) 2023, the subject was discharged from the hospital.